Manufacturer narrative:
Previous information submitted indicated that the issue was discovered while the unit was checked in the medical engineering's room. The unit was not in clinical use. Based on this information, this complaint no longer meets reportability requirements.

Manufacturer narrative:
B4: 09jun2021. The issue was discovered while the unit was checked in the medical engineering's room. Unit was not in clinical use.

Manufacturer narrative:
B4:09jun2021. A philips service technician evaluated the ventilator and confirmed that the responded position was misaligned with the touched position on the touchscreen. The philips service technician calibrated the touchscreen, but the issue was not improved. The touchscreen was then replaced to resolve the issue. The device successfully passed all required testing.

Event description:
It was reported to philips that the touch screen failed to be modified. The device was not in clinical use at the time of the event. A patient therapy delay was not reported due to this failure. There was no report of patient or user harm or impact.